Manufacturer narrative:
It was reported to abbott, a patient began feeling a severe excruciating jolting pain a day ago. The patient inquired if it was possible to adjust their stimulator remotely. Technical service advised this is not possible unless the patient has their controller. Patient reports that they had met with a rep in recently but is still not getting effective relief. Patient also reported that they have been working with their physician to have the ipg replaced. Surgical intervention was taken where the ipg and both leads were replaced. The ipg was approaching end of life and the leads had migrated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-06822. It was reported that the patient was experiencing a jolting sensation and inadequate relief from their scs leads. X-ray imaging was undertaken and revealed that the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced and therapy was restored.